Manufacturer narrative:
A ¿replace generator/the generator has reached the end of its service¿ warning message was reported to abbott. The ipg was explanted and replaced. Therapy was restored post-op. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
A ¿replace generator / the generator has reached the end of its service¿ warning message was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Event description:
It was reported that the patients ipg had reached end of life. Patient reported that the patient controller (pc) was displaying ¿replace generator." Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.